Event description:
It was reported that during an unknown procedure, an expired 2.25 x 30mm maverick over-the-wire balloon catheter was used in a patient. The device was noted to haved expired in august 2009. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)